Event description:
The customer contacted stryker to report that their device gave a "no shock advised" analysis when the patient was in a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for physical evaluation. A customer quality engineer evaluated the device file and found nothing to indicate a device malfunction. The shock advisory algorithm operated as expected.

Event description:
The customer contacted stryker to report that their device gave a "no shock advised" analysis when the patient was in a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Section h6 method code of the follow up 1 medwatch report indicates: testing of actual/suspected device. Section h6 method code of the follow up 1 medwatach report should indicate: analysis of information provided by user/third party.

Event description:
The customer contacted stryker to report that their device gave a "no shock advised" analysis when the patient was in a shockable rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.